Event description:
The external pulse generator was returned to the manufacturer for repair of the printer drawer and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed that the printer drawer was missing the latch to open the drawer. They also found that the ECG connection broke loose from the links electronic module. The power cord bay latch broke off and the screen drops.